Event description:
It was reported that the patient underwent bladder irrigation with 3000 ml of saline at 5:00 PM. At 6:55 PM, under local anesthesia, a 'cystoscopy via lower bladder approach' was performed, and a disposable sterile Foley catheter was inserted. Afterwards, the patient experienced discomfort and a prolonged period without urination. Upon inspection, the catheter was found to have dislodged, and the balloon of the catheter had ruptured. A new catheter was then replaced.

Event description:
IT WAS REPORTED THAT THE PATIENT UNDERWENT BLADDER IRRIGATION WITH 3000 ML OF SALINE AT 5:00 PM. AT 6:55 PM, UNDER LOCAL ANESTHESIA, A 'CYSTOSCOPY VIA LOWER BLADDER APPROACH' WAS PERFORMED, AND A DISPOSABLE STERILE FOLEY CATHETER WAS INSERTED. AFTERWARDS, THE PATIENT EXPERIENCED A PROLONGED PERIOD WITHOUT URINATION. UPON INSPECTION, THE CATHETER WAS FOUND TO HAVE DISLODGED, AND THE BALLOON OF THE CATHETER HAD RUPTURED. A NEW CATHETER WAS THEN REPLACED.

Manufacturer narrative:
THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. THIS REPORT REFERENCES A US EQUIVALENT DEVICE. THE US UDI EQUIVALENT FOR THIS PRODUCT NUMBER IS USED. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be short latex dwell time, latex dip speeds out too slow causing thin sac.The labeling is found to be adequate.A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the DHRs. Therefore, no additional action required at this time.Corrections: D, E, F, H.This report references a US equivalent device. The US UDI equivalent for this product number is used.H11: Sections A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.